Event description:
Report received of an overdelivery. The device was programmed to deliver 1gm of vancomycin in 100ml of normal saline over a ninety minute period. Reportedly, fifty-five minutes after the infusion was started, the nurse was called to the pt's side for an alarm condition. At this time, the nurse observed that the container of vancomycin was empty. There were no reports of any adverse pt effects. Though requested, no add'l info was provided.